Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix indicating that there that the yellow alarms were not latching. The device was in clinical use at time of event, no adverse event to the patient or user was reported.